Event description:
The event is reported as: balloon was inflated prior to use on pt. Once in pt it was re-inflated and the balloon ruptured. No pt injury reported or consequences reported.

Manufacturer narrative:
Sample not available for investigation. Per device history report (DHR), investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.